Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch #a97l7v. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a package from top view with a label, code pve35a lot: a97l7v. Based on the photo the event described could not be confirmed. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #pve35a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right lobectomy procedure, the vascular echelon device was passed for use in the artery. At the time of firing the stapler performed the stapling but the blade did not return to the initial position and jammed. The reverse button was activated but the blade partially returned. For this reason, the jaw did not open; and therefore, the manual override was activated. There was no patient consequence nor surgical delay reported. No additional information provided.